Event description:
Information was received that a smiths medical portex bivona tts (tight-to-shaft) tracheostomy tube cuff leaked immediately upon use. Subsequently, a tracheostomy (trach) change out was required. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy was returned for evaluation. It was noted that device was shipped to customers on (B)(6), 2010, which dates this device at a minimum of eight years old at the time the complaint was initiated. All bivona tracheostomy devices have a shelf life of five years. Device was leak tested, and a leak was noted at the inflation line / neck flange junction. There appeared to be adequate adhesive applied to attach the airway line to the neck flange, and the inflation line appeared to have been torn resulting in the cuff to deflate. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.